Event description:
It was reported the patient was feeling heating at the ipg site while charging the ipg. The sjm representative reported the external charging device appeared to be working properly. The patient was advised to charge the ipg for less time, requiring more frequent charges. Follow up identified the issue was resolved with the changes in charging frequency.

Manufacturer narrative:
This ipg serial number was included in field corrections. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.